Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received low battery alerts and that battery was only lasting two days. Customer received a software error alarm after changing battery. Customer's blood glucose was unknown. Customer reported that batteries were not rechargeable; sensor feature was off; backlight was not used frequently; weak battery was not received; remote feature was off and insulin pump was in vibrate mode.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test, and a21 error test. All operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no low battery alert and no a52 alarm noted. The insulin pump was received with cracked reservoir tube lip and cracked case near the display window corners noted.